Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device, and the reported condition of heating up and bad bearings was confirmed. During testing the complaint was duplicated. Evidence indicates this occurrence is due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the attachment device "is heating up and the bearings are bad." The reporter stated that this event occurred during pre-testing and not during surgery. No injuries or medical interventions were reported. There were no delays in a scheduled surgery and an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.